Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl with moderate ketones and it was addressed with manual injections. During troubleshooting with tandem's technical support, it was noted that there were small were air bubbles in the cartridge. The customer primed the air bubbles out, changed the infusion set, and resumed insulin delivery.